Manufacturer narrative:
Per tandem's user guide: tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction injection as well as performed a supply change to address the bg.